Event description:
It was reported that a cartridge alarm was triggered on a user's pump during its operation without any notable events leading to it. There was no reported impact to the customer¿s blood glucose level. Upon experiencing the issue, a second cartridge was loaded, but the alarm persisted, leading to a decision to replace the pump. The customer was informed about the replacement process, agreed to return the faulty pump, and declined goodwill cartridges. The new pump's serial number was confirmed, and the customer was provided with instructions for returning the problematic pump.